Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette lyse buffer in well position e5 and no error message was given. A field service engineer was dispatched and could not duplicate the problem. Fse replaced plunger clamp #4, #7 amd #10, all tip clamps, sleeves and compression springs. No death or serious injury was associated with this event.